Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he experienced intermittent stimulation and stimulation would cut off when he moved in certain positions. The patient stated that it would intermittently jolt him as well. The patient had the manufacturer representatives try programming around the issue multiple times but they were unable to get the stimulation to function correctly. The patient noted that no imaging was done but the clinician programmer was used to determine that a lead was ¿broken¿ and had stopped functioning. The patient explained that some channels would work but it was not functioning properly overall. The healthcare professional replaced the extension and leads with longer leads that were connected directly to the stimulator on (B)(6) 2017. The indication for use was non-malignant pain.